Event description:
Reported device = 90 mg/dl and thought this was low. Customer's spouse gave them orange juice. Customer passed out. Paramedics were called. Customer was taken to the hospital. No treatment was received. A request was made for return product and replacement product was sent.